Manufacturer narrative:
Additional information in h3, h6 and h10. . H10: the actual device was not available; however, one (1) companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The second device was not received for evaluation. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps had iodine leak out. This occurred after use of the devices for peritoneal dialysis therapy; further described as "not noticed until the patient was removing the minicap for therapy". There was no report of patient injury or medical intervention associated with this event. No additional information is available.